Event description:
It was reported that the 2800 system displays an x-ray disabled error code. The system is shut down at the workstation the table remains on. Also, the system will not move up or down. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep found this communication error can result if the table and workstation are not powered up as one system. The power switch located on the workstation should be used to power up both systems. The systems operates as intended.